Manufacturer narrative:
The pump passed the displacement test and the self test. No unexpected alarms/alerts/anomalies noted during analysis. Successfully downloaded history files and traces using thus. The following alarms/alerts were noted on or near event date: pump error 3 on 04/21/2023 12:33:13.000, pump error 54 on 04/21/2023 12:33:11.000, and pump error 63 on 04/21/2023 13:55:26.000 with variable 3. Pump error 3 (linenumber = 2803 filenumber = 2002) was a consequence of pump error 54. Pump error 54 (linenumber = 1421 filenumber = 32122) confirmed due to software anomaly. Keypad overlay was peeled and keypad traces were inspected and found cracked solder joint on pins 4 and 5 of u1 and broken trace at pin 1. Pump error 63 variable 3 confirmed due to cracked solder joint and broken trace. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, faded end cap address label, and faded serial number label. Pump error 3 was consequence of pump error 54. Pump error 54 confirmed due to software anomaly. Pump error 63 confirmed due to cracked solder joints and broken trace. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 54, 3, 63 alarms. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and did not receive request to rewind pump. The insulin pump did not passed the self-test. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.